Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2011, due to pain, stiffness, swelling and clicking noise. Femoral head was removed and replaced during the revision procedure. It is unknown at this time if other components were removed from the patient. This report is based on patient allegations, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, due to alleged pain, stiffness, swelling and clicking noise. Operative notes from the revision procedure indicate there was some bony ingrowth into the acetabular cup. Some fluid was noted in the joint, but no signs of metallosis in the soft tissues. The femoral head, taper adapter, and acetabular cup were removed and replaced during the revision procedure. This report is based on patient allegations, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up medwatch is being sent to relay additional information obtained from the revision procedure operative notes. This follow-up report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-01002-1 / 01006-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2012-01006).